Event description:
Special ordered freestyle control solution (package contains (2) 4ml bottles) via costco in wilmington, nc (910-798-3259). Picked up (B)(6) 2024. One package lot #2f2t11 with expiration date of 2024-09-30. The problem is the bottle is to discarded 3 months after opening so first bottle needs to be discarded by 09-02-24 and the second bottle needs to be discarded on the expirations date of 09/30/2024 (leaving less than 1/3 the expected use). I contacted abbott diabetes care (888-522-5226) and it was confirmed the control solution needed to be discarded on the expiration date. Costco is providing me with the next package of this product in (B)(6) 2024 at no charge as the pharmacist explained they could not reorder from mckesson and expect to get product with a longer shelf life as mckesson sends short dated products all the time. Mckesson providing short dated products is troubling. I contacted mckesson (@ 855-625-6285) and spoke with someone named (B)(4) (no pin #). She explained she would investigate and send her results to costco and the pharmacist could relay the findings to me. The costco pharmacist called and stated mckesson claimed the product was in short supply and abbott was only supplying short-dated product. No mention of the shortage, nor the short-date and certainly no discount was offered by mckesson to costco and certainly nothing was said to me, the consumer, who was charged full price as if the product was viable for 6 months instead of less than 4 months. Called abbott -product not in short supply and is being manufactured. To test glucose test strip accuracy.